Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and dka. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
An mhra user report has been received, reported by a hcp "patient had issue with sensor - omnipod 5 pump continued to deliver in limited mode, rather than manual mode. Reduced insulin delivery resulted in severe dka and itu admission". 3 patients are noted to be involved in the user report. This is report 3 of 3.